Manufacturer narrative:
It was reported that a patient underwent placement of an unknown cordis filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A cordis inferior vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and "tortuousity". It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as a long-term and a procedural complication associated with ivc filters, however a positive product identification has not been provided. It is unknown if the tilt contributed to the reported perforation. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an unknown cordis filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events approximately nine years post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc. The patient is reporting discomfort, psychological and mental anguish due to ivc perforation. Information contained in the medical records indicated that the patient has a past medical history significant for chronic kidney disease, diabetes mellitus, hypertension, anemia, coronary artery disease, diabetic neuropathy, benign prostatic hypertrophy, hyperlipidemia, and deep vein thrombosis for which the filter was placed. The patient was also noted to have a long-standing history of peripheral vascular disease with chronic osteomyelitis of the right foot and a non-healing trans metatarsal amputation of the right foot which required right posterior tibial/peroneal angioplasty. The patient continued to have problems with healing of the amputation and ultimately underwent a below the knee amputation. The patient also had a right shoulder surgery and a left rotator cuff repair. Approximately nine years post implant the patient had a computed tomography scan performed to evaluate the ivc filter. The findings noted that the cranial tip of the filter had perforated the anterior wall of the ivc and was located below the renal inflow on either side. All six of the legs appear to have penetrated through the caval wall, there was no evidence of fracture or embolization of any fragments. The filter was noted to be tilted.

Manufacturer narrative:
It was reported that a patient underwent placement of an unknown cordis filter. The information provided indicated that the filter perforated outside the wall of the inferior vena cava (ivc) and the patient has experienced mental anguish and discomfort as a result of the event. According to the medical records the patient has a past medical history significant for chronic kidney disease, diabetes mellitus, hypertension, anemia, coronary artery disease, diabetic neuropathy, benign prostatic hypertrophy, hyperlipidemia, and deep vein thrombosis for which the filter was placed. The patient was also noted to have a long-standing history of peripheral vascular disease with chronic osteomyelitis of the right foot and a non-healing trans metatarsal amputation of the right foot which required right posterior tibial/peroneal angioplasty. The patient continued to have problems with healing of the amputation and ultimately underwent a below the knee amputation. The patient also had a right shoulder surgery and a left rotator cuff repair. Approximately nine years post implant the patient had a computed tomography scan performed to evaluate the ivc filter. The findings noted that the cranial tip of the filter had perforated the anterior wall of the ivc and was located below the renal inflow on either side. All six of the legs appear to have penetrated through the caval wall, there was no evidence of fracture or embolization of any fragments. The filter was noted to be tilted. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A cordis inferior vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as a long-term and a procedural complication associated with ivc filters, however a positive product identification has not been provided. It is unknown if the tilt contributed to the reported perforation. Anxiety and discomfort do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to section (product code).